Event description:
It was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Additionally, it was reported that the customer experienced diabetic ketoacidosis (dka) resulting in the customer being subsequently hospitalized in the intensive care unit; cause of dka was not provided. The customer¿s blood glucose was 200-300mg/dl. Bg was treated with intravenous fluids of insulin and saline and ¿potentially potassium.¿ reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.